Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital vad support personnel that the pt expired nine days post op. No other info is known at this time.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.